Event description:
During laparoscopic davinci assisted hysterectomy, the cautery spatula small "wing" was noted to be missing after use. The md was unable to locate piece upon visualization. It was determined not to be radiopaque so subsequent x-rays were not completed. Md feels may not have been present prior to insertion but not noted prior to use.